Manufacturer narrative:
Not returned to manufacturer.

Event description:
Initial information was received on 15aug2016 from a consumer's mother. The male child's mother was brushing his teeth with a colgate kids dora the explorer manual toothbrush when a piece came off of the toothbrush and he started choking. He began using the toothbrush on an unknown date. The events occurred on an unknown date. At the time of this report, the action taken with the toothbrush and the outcome of the events were unknown. This case is referenced as (B)(4).